Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 2.75 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break at 32 mm distal from the distal end of the strain relief. Multiple kinks were also noted along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During unpacking of a 2.75 x 28mm synergy ii drug eluting stent, it was noted that the stent was broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 2.75 x 28mm synergy ii drug eluting stent, it was noted that the stent was broken. The procedure was completed with another of the same device. No patient complications were reported.